Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the surgeon is still seeing fibers during procedures. It is unknown if there fiber retained in the eye during the procedures. Patients have been treated with topical steroid and the dosage has been increased.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A product sample was not returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).